Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for hv lead impedance being out of range was observed. Further interrogation noted that the defib svc coil impedance was high and out of range since implant. It was suspected that the lead was not fully inserted into the device header leading to high impedance. Programming changes were made. Patient was stable.